Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by high fever, low blood pressure and abdominal pain. The patient was hospitalized and treated with an unspecified antibiotic for the event. Six days after hospital admission, the patient was discharged. At the time of this report, the patient is "better now". The cause of the event and action taken with pd therapy were not reported. No additional information is available.